Event description:
Citation: richard tyler dalyai,et al. Redefining onyx hd 500 in the flow diversion era. See comment in pubmed commons below int j vasc med. 2012;2012:435490. Doi: 10.1155/2012/435490. Epub 2011 oct 27. The following report was received by medtronic (covidien) through review of literature: patient's ages ranged from 35-85 years with a mean age of 57. A patient progressed to brain death after being treated with onyx 500. The patient displayed a small residual neck with a grade v subarachnoid hemorrhages (sah).

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/22121488. This report was created to capture the death related to the onyx. The onyx will not be returned for evaluation as it was consumed in the event. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. The lot history record review was not possible since the lot number was not reported. (B)(4). Information received from the same article as MFR: 2029214-2015-00537.